Event description:
It was reported that approx. 68 months after the implantation this lead was capped due to rising threshold and decreasing sensing.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed an rv sensing amplitude of approx. 4 mv between (B)(6) 2016 and (B)(6) 2017. The provided data did not include any pacing threshold trend curves or threshold tests. Thus the pacing threshold could not be evaluated. The inspection of the available x-ray image showed two implanted rv leads. However, the evaluation of the image regarding the root cause of the clinical observation, was not conclusive. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.